Manufacturer narrative:
The reagent lot number was 618913. The expiration date was requested but was not provided.

Event description:
There was an allegation of a questionable crp result from the cobas 6000 c501 module. The initial result was < 3.0 mg/l with a data flag. The repeat result was 66.72 mg/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer did not find issues with the system. He determined the issue was caused by the customer using the incorrect false bottom tubes that were not configured for use on the system. The investigation determined the service finding of the use of false bottom tubes was the cause of the event. The qc recovery was within the acceptable ranges, therefore there was no indication of a performance issue with the reagent.